Event description:
Medtronic received information that approximately 9 days following the implant of this transcatheter bioprosthetic pulmonary valve in the mitral position, a second valve was implanted in the patient in the same position for an unspecified reason. No additional adverse patient effects were reported. Additional information was received that following the second valve implant, the patient died. The cause of death was not provided. Per the physician, the death was not related to the medtronic valve.

Manufacturer narrative:
B2. Date and month of death unknown. Year confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.